Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1s5vd. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient suddenly had a heart problem when they were testing the electrode during a dbs operation, so the operation was stopped. Because the electrode was unsealed, it could not be used twice. The patient was expecting to be re-operated next week and replaced with a new electrode to complete the operation. The patient was currently in hospital observation. The cause of the issue was unknown. The patient was in good condition. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the nature of the heart problem and the cause of the heart problem were both unknown. The patient's history of heart problems was also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was unknown, and it was unknown what exactly the heart problems were. The patient's history of heart problems were unknown. The issue was resolved.